Manufacturer narrative:
E1: initial reporter facility name: (B)(6) hospital. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an external fluid leak was observed from the replacement line of a prismaflex m100 set during therapy in the cardiac surgery intensive care unit. The set was replacement to continue treatment. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Additional information: h6, h11. H11: the actual device was not available; however, photographs and a video of the sample were provided for evaluation. Visual inspection of the photos and video showed that the set replacement pump segment was disconnected from the support plate, which allowed the reported leakage. A non-homogenous mark of solvent was visible on the pump segment. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The reported condition was verified. The cause of the tubing disconnection was determined to be the inadequate volume of solvent applied during the manufacturing assembly process. Should additional relevant information become available, a supplemental report will be submitted.